Manufacturer narrative:
(B)(4). Date sent: 9/17/2015. Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, a teardrop-shaped clip came out at feeding though the device functioned as intended for the first few firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m91g4k. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. Upon cycling, the instrument was noted to be empty and locked. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported of malformed clips. No conclusion could be reached as to what may have caused the event reported. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.